Manufacturer narrative:
Investigation including root cause analysis is in progress. A sample is expected, but has not yet been received at the manufacturing site for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe stopped cutting for a moment during surgery though it was still aspirating. The surgery was completed without exchanging the product. There was no harm to the pt. Additional information has been requested.